Event description:
It was reported that there was elevated thresholds observed in the right ventricular (rv) lead and the lead was explanted and replaced. It was further reported that the right atrial (ra) lead "came out" during the procedure. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452, lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.